Manufacturer narrative:
The 1.9f vascu PICC and twisted wire stylet were returned for evaluation. The proximal end of the stylet is looped and taped. Visual inspection revealed some kinks in the stylet but it cannot be determined when these kinks occurred, during insertion or during shipping for evaluation. The PICC was returned with 24 cm of lumen attached. Approximately 1 cm from the distal tip the lumen is knotted. The contract manufacturer conducted a review of the manufacturing records for the lot number reported. The device history record (DHR) review showed nothing out of specification, no authorized manufacture variance (amv), non-conformance report (ncr), or reworks related to the reported failure mode. The lot was manufactured according to specifications. The device was further reviewed by medcomp engineering. It is suspected that the PICC was inserted, pulled back slightly, then further advanced. This can cause the lumen tip to form a slight "u" shape. Repeating the back-and-forth motion during insertion may have caused the lumen tip to knot. A definitive root cause cannot be determined but is most likely related to insertion technique.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient required PICC access. PICC rn at bedside and performed procedure, but unable to advance or remove PICC from patient arm. Requested xray of arm, and upon review, the PICC is noted to be tied in a knot under the skin. Warm compress applied and a stat order for dvu was placed at 01:05. Unsuccessful attempt at placing PICC. However, the full length of the catheter was unable to be withdrawn from vessel. Assessment: right upper extremity rom present, remains acyanotic, capillary refill <3 seconds, brachial and radial pulse 2.